Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of up to 500 mg/dl. He switched to his backup infusion device and his blood glucose decreased. He believes the primary infusion device delivers insulin inaccurately. His normal blood glucose level is 150 mg/dl. No further info is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.